Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and was able to reproduce error by performing a cup transfer test. Fse observed the "incubator y" positioning was slightly off which caused the test cup picking assay to hit the incubator. Fse loosened the screws for the incubator and set the "y" setting, tightened the screws and confirmed the "y" positioning was accurate. Fse performed all other incubator alignments, performed cup transfer test to verify the incubator and the cup picking assay assembly were functioning as expected. Cup transfer test passed without error. Fse ran precision and quality control (qc). All results passed. The aia-900 instrument is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to incorrect positioning of the incubator y axis.

Event description:
A customer reported getting error message "4153 cup transfer -z home overrun" on the aia-900 instrument. The customer stated error seems to occur during calibration or when multiple tests are ordered on a specimen. The customer confirmed the waste chute was not obstructed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.